Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's daughter reported that an attempt was made to read the implantable pulse generator (ipg) but was unsuccessful due to interference with the deep brain stimulation device that the patient also had implanted. The ipg remains in use. No patient complications have been reported as a result of this event.